Event description:
It was reported that the pump module was infusing belatacept when the clinician noticed the device did not alarm for air in line, thereby allowing air past the filter about seven (7) inches. Clinician reported this is the second occurrence with this medication and this patient. There was patient involvement but no harm. Third party testing was performed and it was reported the issue could not be duplicated.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.